Event description:
A malfunction alarm occurred, identified as malf 0 due to a software error, with the pump displaying this issue multiple times. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support decided to replace the pump, and the customer was instructed on how to put the pump into storage mode and return it within 10 days using a pre-paid label. The customer confirmed understanding of these instructions.